Manufacturer narrative:
Software analysis through reproducibility could not determine the probable cause since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported there was about 5 millimeters inaccuracy when navigating the most superior levels of the construct l1 and l2. It was noted a percutaneous pin was used for the spine reference frame along with contralateral schanz pin for a medtronic surgical robot. It was also noted that a medtronic imaging system was used in the procedure. This issue occurred intraoperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.